Event description:
It was reported that due to a "severely" tortuous vessel, the stabilizer of the stent broke. The stent was removed from the patient and the procedure was completed with another of the same device without any complications. Patient is reported to be "good". Analysis of the returned device found that the microdelivery catheter was separated at the proximal end.

Manufacturer narrative:
The device history record review for the batch in question confirmed that the device met all material, assembly, and performance specifications. Analysis of the returned device noted that the microdelivery catheter proximal outer shaft was stretched and separated just distal to the strain relief. The inner braided tubing was still intact. The stent was in the microdelivery catheter in its intended location. The microdelivery catheter was kinked on its proximal shaft and severely compressed distal and proximal to the stent location and over the location of the stent. The stabilizer was in the microdelivery catheter. The stabilizer could not be removed from the microdelivery catheter. The stabilizer was kinked and separated on its proximal shaft. The stabilizer hub was not returned. The stabilizer appeared to have kinked then separated. Due to the anomalies found on the stabilizer, the stent could not be deployed out of the microdelivery catheter. The condition of the returned device is indicative of excessive force used by the customer in order to overcome friction. It was reported by the customer that the stabilizer broke during advancement of the system due to the patient's severely tortuous anatomy. Based on this information, the cause of the reported stabilizer break has been determined to be one of the following: excessive tortuosity in the region of the loaded stent, resulting in higher deployment force and excessive tortuosity proximal to the stent, reducing the efficiency of force transmission from the stabilizer to the stent. As this is considered anatomical in nature, a root cause classification of operational context has been assigned.